Manufacturer narrative:
The following section was corrected: reported event was not a result of a product problem as previously reported. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral, catalog #: 00599401491, lot #: 61252791, tibial component, catalog #: 00598800500, lot #: 63284705, articular surface, catalog #: 00599404110, lot #: 61480487, stem extension, catalog #: 00598801014, lot #: 62406101. Customer has indicated product will not be returned as the product remains implanted. The investigation is in progress. When the investigation is completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03270, 0001822565-2018-03271, 0001822565-2018-03272, 0001822565-2019-00241, 0002648920-2019-00036. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported patient underwent left knee arthroplasty. Subsequently, patient experienced leg length discrepancy, pain, hot to the touch, itching, streak.